Manufacturer narrative:
The device was not returned. Therefore, we are unable to confirm the reported incident. Batch records were reviewed for this lot and no non-conformities that could relate or contribute to this issue were noted. There was no patient injury as a result of this issue. Device not returned for evaluation.

Event description:
Common carotid balloon did not deflate fully when removing the device from the artery. After 5-7 minutes it deflated completely and then doctor removed the balloon from the artery. Doctor then used another carotid shunt to complete the procedure. There was no injury to the patient.